Event description:
Information received by medtronic indicated that the insulin pump had received unknown error and buttons were sticking, had to be pressed more than once. The insulin pump was rejecting new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black customer returned pump for alleged battery, keypad unresponsive/button error alarm, and unexpected error messages found on 04-jan-2021. The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. No keypad anomalies noted during testing. No unexpected power loss alarms/alerts/anomalies noted during testing. No unexpected alarms/alert/anomalies noted during testing. Successfully downloaded history files and traces using thus. No unexpected relevant alarms/alert/anomalies noted on event date. No power loss alarms/alerts listed in pump downloaded history. All buttons were tested individually for their functionality; no damage to keypad traces however found moisture damage j1 connector on pcba 1 and keypad flex connector. Pump passes keypad voltage test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Pump passed function testing. Failed battery alert not confirmed. No unexpected alarms/alert/anomalies noted during testing. Unresponsive keypad was unconfirmed during functional testing. Pump passes keypad voltage test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.